Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that during use in a cath lab procedure on a (B)(6) female, a 5f pacing catheter was inserted but was unable to obtain capture. The pacing box was exchanged, the batteries were changed, and the pacing wires were exchanged without success. The pacing catheter was then exchanged and capture was obtained. No injury to the patient occurred. Return of the product is currently pending a chain of command release, per the hospital¿s risk management policy.

Manufacturer narrative:
Our product evaluation laboratory received one model d97130f5 catheter. The proximal circuit was found to be open. A cut down on the catheter body found the proximal lead wire was broken at approximately 1.5cm proximal to the distal tip. Insulation was not present on the lead wire at the location of the damage. The distal electrode circuit was found to be continuous. The catheter body was found to be in good condition. The balloon inflated clear and concentric and did not leak. Of note, the customer also returned a non-edwards disposable pacing cable from an unidentifiable brand. The pacing cable was disposed of by the deco lab, as the customer was unresponsive in providing clarification of the brand of pacing cable used and any involvement in the reported event, so as to further notify the appropriate manufacturer. The customer report of the catheter failed was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.